Event description:
It was reported that cgm displayed error message while customer was using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received complete pump reset instructions, and performed pump reset with guidance; cgm error did not appear again, and customer was advised to wait 20 minutes before starting sensor session, which customer understood and acknowledged.